Event description:
During initial positioning in turning the pt from the supine to the prone position prior to placement of the skull clamp in the mayfield table support the skull clamp single pin slipped causing a 2 inch skin tear in the skin of the cranium.